Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Device expiry date (06/2020).

Event description:
It was reported that during implantation of the chronic catheter, the tunneler allegedly pulled apart during insertion within the catheter. It was further reported the catheter was able to be placed without the further use of the tunneler. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one tunneler was returned for evaluation. The tunneler was received bent. The tunneler was returned with its plastic protective sheath separate from the tunneler and in two pieces. When viewed under magnification, fraying of the plastic sheath was noted at the site of the break with the profile of the sheath appearing misshapen at the site of the break. Based on the findings, the investigation is confirmed for the reported tunneler sheath damage. Per the reported event details, the tunneler was received bent. Therefore, it's possible that bending of the tunneler contributed to damage to the sheath. Additionally, it was noted that the break site had a misshapen profile, which would be consistent with excessive force applied perpendicular to the sheath/tunneler. As such, it's possible that excessive force applied during insertion contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. ( expiration date: 06/2020).

Event description:
It was reported that during implantation of the chronic catheter, the tunneler allegedly pulled apart during insertion within the catheter. It was further reported the catheter was able to be placed without the further use of the tunneler. There was no reported patient injury.